Event description:
It was reported that the user experienced frequent low blood glucose reported at 54 mg/dl after a secondary target was added, and the agent transferred the user to clinical management for target adjustment; troubleshooting and education were completed, and the user treated hypoglycemia with oral glucose. Investigation included review of user-reported history and clinical troubleshooting to adjust glycemic targets. Investigation of this case revealed insufficient information to attribute the events to a device malfunction, and no device component issue was identified. No clinical symptoms associated with hypoglycemia reported. Outcomes included no hospitalization and resolution through self-treatment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.